Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) of the mobile view station (mvs) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by the manufacturer for evaluation. The reported issue was confirmed as the uninterruptible power supply (ups) did not power on with returned batteries. When new batteries were installed and charged for at least 6 hours. Uninterruptible power supply (ups) passed load test. Batteries wont hold charge.

Event description:
A medtronic representative reported that while outside of procedure, when powering on the mobile view station (mvs) the uninterruptible power supply (ups) was making a clicking noise and prevented the mobile view station (mvs) from turning on. The issue occurred when setting up for a case. There was no patient present at the time of the issue.